Manufacturer narrative:
(B)(4) - patient prosthesis mismatch. Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Condition of the patient after replacement of the device has not been provided. It was reported this device was explanted due to perivalvular leak. The operative report indicates ¿this was a small aortic valve. It seemed like this was a 21 mm aortic prosthesis and it was felt that patient had a valve patient mismatch. There was a small hole on the right coronary side of the annulus where the valve had been sutured down. The valve was then resected and the annulus was debrided and all the calcium was removed.¿ this strongly suggests paravalvular leak due to the valve too small for the annulus and insufficient debridement of the annulus prior to implant, both of which are not a malfunction of the device. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). Although follow up has been conducted with the health care provider, it remains unknown if the device is available for return and evaluation. Without return of the device for evaluation, we are unable to conclusively determine root cause for explant of this device.

Event description:
Edwards learned this device was explanted after an implant duration of approximately 14 months due to perivalvular leak. The explanted valve was replaced with a 3300tfx 25mm valve. The operative report states "an oblique aortotomy was performed, and the aortic valve was visualized. This was a small aortic valve. It seemed like this was a 21 mm aortic prosthesis and it was felt that patient had a valve patient mismatch. There was a small hole on the right coronary side of the annulus where the valve had been sutured down. The valve was then resected and the annulus was debrided and all the calcium was removed. The valve was then sized, and a 25 mm pericardial edwards valve was chosen. Pledgeted 2-0 ethibond sutures were then placed circumferentially along the aortic valve annulus with the pledgets being on the ventricular side. These sutures were then passed through the cuff of the aortic prosthesis which were then seated and snugly tied down. On examining the valve, excellent seating was seen without any loose areas." Postoperative tee revealed excellent valve function without any perivalvular leaks. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition.